Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure; the force bipolar instrument would not come out of the cannula and had to be broken at the wrist to remove it from the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.87 from the distal tip. The main tube was broken, and the distal tip was completely severed from the instrument. A visual inspection found all internal cables to be broken. The distal tip was returned with the instrument. Fragments were found to be missing from the outside of the broken main tube. The instrument was found to have a broken grip cable at the distal end. The cable was fully broken at the site of the broken main tube. The instrument was found to have a broken pitch cable at the distal end. The instrument was found to have a broken conductor wire at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.